Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned for analysis. Failure event observed during analysis. Final analysis found full breached outer insulation degradation at 4.4 ¿ 4.5 cm and 5.7 ¿ 5.9 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.